Event description:
During a coronary stent procedure, the stent dislodged. The lesion being treated was a calcifiec and 75% stenotic lesion in a lcx obtuse marginal branch. The lesion was pre dilated and the first attempt was made to cross with the delivery/stent device which was unsuccessful. A second attempt to cross was also unsuccessful. While attempting to retract the delivery/stent device, resistance was encountered. Upon removal, it was noted that the stent had dislodged in the pt. The stent was located in the renal artery. The physician performed rotational atherectomy and then attempted to retrieve the stent. Attempts at retrieval were unsuccessful and the stent remains in a small lateral branch. Pt status is listed as "good".